Event description:
Customer reported that the sensor gave readings that were inaccurate by twenty to seventy points. She stated that the sensor appeared fully inserted and flat against the skin. She stated that there was no delayed or incorrect entry of a blood glucose reading. She reported that the inserter device sometimes would trap the sensor. The blood glucose reading was not known. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.